Event description:
It was reported that tip detachment occurred. The target lesion was located in a tortuous genicular artery. A .014/190cm gw transend periph guidewire was selected for use in a genicular artery embolization (gae). During the procedure, the guidewire tip fractured, leaving a portion in a side branch. The device was partially removed without retrieval attempts for the detached portion. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the gw transend periph device was completed and confirmed that the events were defined in the risk documentation. Th event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a tortuous genicular artery. A .014/190cm gw transend periph guidewire was selected for use in a genicular artery embolization (gae). During the procedure, the guidewire tip fractured, leaving a portion in a side branch. The device was partially removed without retrieval attempts for the detached portion. The procedure was completed with a different device. There were no patient complications as a result of this event.